Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), it was observed that the helium tank knob for the cs300 intra-aortic balloon pump (iabp) was damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue replaced the helium tank valve knob then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
N/a.